Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been experiencing pain at the ipg site since falling. The patient's physician assessed the ipg site and revealed fluid is in the pocket. The patient will meet with her physician for a follow-up visit.